Event description:
The customer reported elevated free thyroxine (ft4) results, above the normal reference range, and thyroid-stimulating hormone (tsh) that was below the normal reference range, for one patient, involving access 2 immunoassay system. This is report number two of two. Subsequent testing on access 2 immunoassay system continued to produce elevated ft4 results. Additional testing through an unknown alternate methodology produced ft4 results within the normal reference range. The elevated ft4 results were released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. This medwatch report is related to MDR 2122870-2012-00014.